Event description:
It was reported to philips that the system gave an alert indicating free disk space was too low, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis and noticed the issue at the beginning after starting the device. There was no loss of images. The customer had the patient on the table, and when they went to enable the x-ray, they saw the error message that the image disk was full. They moved the patient to another system and were able to complete the procedure successfully. The philips field service engineer (fse) visited on-site and confirmed that the system was unable to save images. The fse checked the error log file and found intermittent failed self-tests for the ip pc. To resolve the issue, the fse replaced the ippc and drives as per the m-cabinet repair manual, reloaded the software to the ippc, and created image store partitions. The fse observed that the system performs cine without issue and indicates that over 12,000 images can be stored on the system. They further created a ghost backup on the new ippc drives. The defective ippc was returned to philips for failure analysis, and the cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.